Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported a powerglide where the safety mechanism that is supposed to cover the needle tip when inserted broke off/didn't engage with insertion. Was there any patient harm reported? No harm, but the patient had to be stuck a second time. What they're being treated for: stroke. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the safety mechanism separated from the needle was confirmed, but the exact mechanism of damage was undetermined. One powerglide pro deployment system was returned for investigation without the catheter. The guidewire was fully extended through the needle. The safety mechanism was received separate from the needle. A microscopic examination of the safety mechanism revealed nothing remarkable. The o-ring was intact and no damage was observed on the components. A microscopic examination of the needle revealed nothing remarkable. The dimensions of the needle were within specification. Since the reported event was demonstrated on the returned sample, the complaint was confirmed; however, no distinguishing features pointed to a specific root cause. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported a powerglide where the safety mechanism that is supposed to cover the needle tip when inserted broke off/didn¿t engage with insertion. ¿ was there any patient harm reported? No harm, but the patient had to be stuck a second time. ¿ what they¿re being treated for: stroke. No other information provided.